Event description:
It was reported the patient was experiencing discomfort at his ipg site. The patient had not charged his ipg for five months. The patient underwent surgery to replace his ipg with a new one and relocate the pocket site. The patient is pending post operative follow up.

Manufacturer narrative:
Correction # 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.